Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has been revised due to pain and swelling. A further two operations, allegedly caused by infection, have occurred on (B)(6) 2013 and (B)(6) 2014.